Event description:
It was reported to nova biomedical that a consumer administered insulin based on how he was feeling without performing a blood glucose test. The consumer subsequently experienced a hypoglycemic event that did not require medical intervention. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.